Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that a neonate's blood glucose was reportedly tested, on the advantage system, with a result of 3.1 mmol/l. An additional sample, from the same neonate, reportedly measured 2.1 mmol/l on a laboratory instrument. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.